Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the inguinal region, faradrive steerable sheath clear was selected for use. It has been mentioned that the dilator does not lock into the sheath. The dilator sheath connection was loose even outside the patient body. The dilator was detached while advancing into the body through the puncture site, and again while crossing the septum which caused difficulty during puncture and septal crossing. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. During device-to-device interaction testing, the dilator was able to be inserted into the sheath but did not audibly snap and lock into the valve housing, allowing an easy disengagement of the dilator from the sheath. This disengagement is likely the root cause for difficulty inserting into the access site and during septum crossing. A pull force evaluation was performed on the dilator and sheath during removal and found to have an average measurement conforming with the product specification's functional requirement. The dilator was unable to audibly snap and lock into the valve cap and confirmed an inadequate engagement between the device and accessory, causing difficulty inserting to the access site and during septum crossing. Although the device passes the functional requirement of pull force, due to the absence of a design output specification translated from the force input specification, this reference dimension is being investigated for adequacy.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the inguinal region, faradrive steerable sheath clear was selected for use. It has been mentioned that the dilator does not lock into the sheath. The dilator sheath connection was loose even outside the patient body. The dilator was detached while advancing into the body through the puncture site, and again while crossing the septum which caused difficulty during puncture and septal crossing. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned.